Event description:
It was confirmed that there was not exchange from the primary system controller to the backup controller. When the backup system controller was exchanged, the issue was resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: the reported event of an alarm on the backup system controller (B)(6) was confirmed via testing of the returned product. The returned system controller (serial number: (B)(6)) was tested alongside known working test heartmate equipment, and connected to a mock circulatory loop, and upon connecting a communication fault alarm activated. It was also observed that the only pump parameter being displayed on the system monitor was pump power, which was at 2.8 w. Despite the alarms the controller was still able to support the pump, with and without the backup battery when connected to the power module. The system controller was then disassembled to inspect the internal components, revealing a damaged capacitor and underlying trace on the main printed circuit board assembly (pcba). Due to the damaged capacitor, the system controller was not able to communicate with the test pump during analysis; however, it was still able to operate the pump. The main pcba was replaced and the controller underwent functional testing without issue. The downloaded log files revealed events consistent with the (B)(6) controller being the backup controller. This is consistent with the additional information provided confirming that there was no exchange from the primary to the backup controller. Provided information indicated that there was no particular health hazard associated with the event and that reconnecting the backup battery did not resolve the event. The reported event was determined to be due to damaged capacitor and underlying trace on the main pcba; however, a specific root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including controller internal fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was no health hazard in particular. When the power supply was connected to the back-up system controller, a beep occurred while the screen was blacked out. Reconnecting the emergency backup battery (ebb) did not resolve the event. The system controller would be returned for evaluation.